Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 of a missing sensor wire that occurred on (B)(6) 2016. The sensor insertion was at the abdomen on the (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The sensor was returned for evaluation a visual inspection was performed and the sensor wire was missing from the sensor pod and housing puck. Due to the missing sensor wire, the sensor wire is considered detached. The reported event of a missing sensor wire was confirmed. A root cause could not be determined.